Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
It was reported to philips that the device had an alarm issue. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:17mar2021. B4:20mar2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm reported. An authorized service personnel(asp) contacted the hospital for an undisclosed reason regarding the device being over insured. The asp confirmed that the customer did not request the need for a device repair. There was no allegation of a malfunction reported by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.